Event description:
Serial # (B)(4). Type of equipment product invatec admiral xtreme balloon became stuck during stent dilatation (upsizing). Unable to remove from stent and balloon actually broke off of delivery system.